Event description:
It was reported that the implantable cardioverter defibrillator (ICD)stated in the patient's pocket. The pocket was revised and the ICD orientation was corrected. The patient described discomfort in the pocket. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.